Event description:
(B)(4). Yesterday I went to the hospital to request my records specific to the dye test performed in 2011. Upon retrieval of my records, I discovered that I have been implanted with 3 coils, when I was only supposed to have 2. One of the coils which appears to be attached to my abdomen near my hip on the left side, which is nowhere in the proximity of the objective. After doing research on the internet, I discovered that the coil on my abdomen as well as the coil on my right fallopian tube appear to either be broke or bent. As a result, I will require an additional screening to see if the coils have moved or been broken further caused by child bearing. I will also require imaging to see if I possess loose fibers which can cause further health problems. In additional to a full hysterectomy, it is probable that I require to be treated by a general surgeon to remove the coil which is orphaned in my abdomen. I have never experienced surgery so this is uncomfortable and frightening to me. I have three children and these surgeries are going to cause me to be unable to care for them and work to provide for them until I heal, furthermore, if I do not get the surgeries I could be facing permanent health complications or death. Please take this terrible product off the market!!

Event description:
(B)(4). I had the procedure done in 2010 and became pregnant in (B)(6) of 2014. Since having the procedure in 2010 I have also experienced anxiety/panic attacks, brain fog, confusion, cloudiness, forgetfulness, short term memory loss, dental issues and stabbing pains, cramping and an extremely blotted abdomen.